Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the healthcare provider (hcp) and rep saw the patient on monday and noticed fluid at the battery site. The hcp then prescribed antibiotics and the patient was seen again on tuesday and there was no improvement, thus the hcp decided to explant, which occurred today ((B)(6) 2018). It was indicated that the patient was not registered and the rep did not know when the device was implanted other than in may. It was reported that an infection occurred at the battery site. The hcp noticed the fluid on (B)(6) 2018. No further complications were reported/anticipated.